Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 500 mg/dl and a high level of ketones. Reportedly, the cause of the issue was due to kinks/ blockage in a non-tandem infusion set. The infusion set information was not provided. Customer did not provide treatment received at the ER. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 200 mg/dl).